Event description:
Info received indicates the functions from the left intermediate siderail are intermittent.

Manufacturer narrative:
The technician found an open wire on the ucm cable and signs of fluid ingress on the ucm board. The technician replaced the cable and board to repair the bed.